Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus thailand for evaluation. The microbiological testing by the user. Pseudomonas aeruginosa was detected. Olympus thailand checked the subject device and found that the followings. The adhesive of the bending section rubber was cracked. The angulation in up direction did not meet the standard value due to wear of angle wire. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for the unspecified microbes by february 1, 2021. The phenomenon occurred as follows; [(B)(6) 2021] the subject device was used for drug-resistant infected patient by the user for the gastroscopy procedure. The subject device was reprocessed with an olympus automated endoscope reprocessor model oer-aw (not available in the USA) by the user facility new staff after the procedure. The routine microbiological testing had been performed and positive result by (B)(6) 2021. [(B)(6) 2021] the subject device was reprocessed and performed microbiological testing again. <the result was gotten on (B)(6) 2021> the subject device was strictly stopped using and was not used to another patient. [(B)(6) 2021]: the second microbiological testing result of the subject device was positive for pseudomonas aeruginosa. The service department of olympus thailand checked the subject device and found the following. - the adhesive of the bending section rubber was cracked. - the angulation did not meet specification due to the wear of the angulation wires there was no report of infection associated with this report.